Event description:
During routine testing of the device at the service center, the service technician reported the temperature module did not function as expected. The temperature led display disappears, while other leds remain visable after self test at start up. Since the event occurred during routine testing of the device, there was no pt involvement during this event.